Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the physician was unable to extend the snare loop from the sheath. The handle was actuated several times, but the snare loop still would not extend. Therefore, the procedure was completed with another captivator ii polypectomy snare. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Although physician name is unknown, physician phone number was provided. (B)(4). Visual evaluation of the returned device found the working length detached, which prevented subsequent functional evaluation. The complaint was confirmed; the detached flare prevented loop extension. However, a definitive root cause for this event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.